Manufacturer narrative:
The doctor advanced the blade to clear the handpiece and inadvertently she did not retracted full the blade causing a burn on the patient. Sale rep discussed the incident with doctor and she takes fully responsibility for advancing the blade and causing the burn.

Event description:
Reported complaint allege that the patient received a burn on the patient face/ jawline during a procedure.